Event description:
Revision surgery due to infection after about 3 months from primary. Removal of the insert, synovectomy, cleansing, and insertion of a new insert.

Manufacturer narrative:
Batch review performed on 05 may 2026: lot. 2519859: (B)(4) items manufactured and released on 10-sep-2025. Expiration date: 2030-aug-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.